Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report an arteriovenous malformation embolization was performed and a floating microcatheter was selected. Glue leakage was found during embolization. The leak was at the distal end of the catheter. The leak was observed during observation. The catheter was not inspected or tested prior to use. In addition, the stent could not be pushed out of the shapeable microcatheter. The catheter was flushed as indicated in the IFU. The device was prepared as indicated in the IFU. There were no patient symptoms or complications associated with the event. The patient was undergoing intracranial aneurysm, the patient's vessel tortuosity was normal.

Manufacturer narrative:
Product analysis: ¿ as found condition: the marathon catheter was returned for evaluation inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the catheter tip, marker band and body were examined; no damages were found. No rupture was found on the returned catheter. No flash or voids molded were observed in the hub. The onyx-like embolic material was found solidified inside the catheter hub. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found not patent. The catheter was found to be occluded with the onyx-like embolic material. ¿ conclusion: based on the returned device, the marathon catheter was not confirmed to have "catheter leak" issue. The returned catheter was found occluded with the embolic material. The catheter could not be flushed. Therefore, the root cause could not be determined. There was no non-conformance to specifications identified that led to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.